Manufacturer narrative:
Clinical states dislocation. Closed reduction/manipulation. Update rec'd 04/07/2014-the complaint has been updated and changed from MDR-no to MDR-yes because it was reported that the patient's right hip was revised on (B)(6) 2014 to address recurrent dislocation. Poly wear was also reported. (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event without device examination. However although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical states dislocation. Closed reduction/manipulation. Update rec'd (B)(6) 2014-the complaint has been updated and changed from MDR-no to MDR-yes because it was reported that the patient's right hip was revised on (B)(6) 2014 to address recurrent dislocation. Poly wear was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.